Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the font size of the information printed on the outer label of the subject pacemaker was found smaller than expected and unconvenient.

Manufacturer narrative:
Preliminary analysis confirmed the reported behavior and revealed that the labels were printed in accordance with a different packaging procedure.

Event description:
Reportedly, the font size of the information printed on the outer label of the subject pacemaker was found smaller than expected and unconvenient.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the font size of the information printed on the outer label of the subject pacemaker was found smaller than expected and inconvenient.